Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 18jun2024, it was stated that the customer did not order a replacement user interface (ui) printed circuit board assembly (pcba). The customer stated that the device was still out of use but planned to return the device to service in the same week. No further work is planned for the device. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 24jun2024, it was confirmed that the device has now been returned to service. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response received on 08jul2024, the customer stated that the patient information from the time of the event was not available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was intermittently powering off. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device was removed from clinical service without issue or harm. In the biomedical engineers (bmes) shop, the issue could not be duplicated. There were no alarm messages on the screen and no error codes found in the device event log. It was unknown if the device was plugged into alternating current (ac) power during the alleged issue. The bme reported that the battery charge appeared to be good. The front panel led's were illuminated as expected and the device switched back and forth between battery power and ac power when prompted. The pneumatics voltages were found to be within specification. The customer requested further troubleshooting steps from the rse. The rse advised the customer to perform an extended run in with only the battery connected and another extended run in with only ac power. The rse also advised the customer that the issue could be with the user interface (ui) printed circuit board assembly (pcba). The customer stated that they would continue to attempt to duplicate the alleged issue. This investigation is ongoing.